Event description:
It was reported the during a non-tortuous, non-calcified right coronary artery stenting procedure, during advancement of the multi-link 8 (2.5 x 8 mm) stent delivery system onto the non-abbott guide wire, resistance was met and they became stuck. The multi-link 8 (2.5 x 8 mm) stent delivery system, non-abbott guide wire, and the unspecified 5 french guiding catheter were removed as one unit. The procedure continued with a new guide wire and guiding catheter. Reportedly, the nurse gave the physician a multi-link 8 (3.0 x 8 mm) stent instead of the requested multi-link 8 (2.5 x 8 mm) stent and a dissection occurred distally from the multi-link 8 (3.0 x 8 mm) stent implant. Another multi-link 8 (2.75 x 8 mm) stent was used to successfully treat the distal dissection. There was no adverse patient sequela. The procedure was delayed 30-60 minutes. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dll: guide wire: multipurpose runthrough terumo, guide cath: guiding catheter (5f). There was no reported product deficiency. The reported dissection is listed in the multi link 8 instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The additional multi-link, referenced is being filed under a separate manufacturing report number.